Event description:
It was reported by sales rep that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that the needle on the expressew iii w/o hook device was in too far that it would not release from the bottom jaw. During in-house engineering evaluation, it was determined that the needle was jammed inside the shaft of the device; and about the distal portion of the needle was protruding through the jaws. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. It was observed that the needle is jammed inside the shaft of the gun and about the distal portion of the needle is protruded through the jaws indicating that it was trying to pull out the needle from the distal end of the gun. Therefore, it showed that the needle was not deploy as normally between the jaws. Finally, the white flag was missing. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. The maintenance conditions of the device is unknown, a possible root cause of reported failure could be related to an improper maintenance during cleaning/ sterilization cycle would lead to bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. After repeatedly passing the needle through tissue could have stuck inside the device, and it was pulled out from the distal end. As per IFU, inspect the expressew prior to use to ensure proper mechanical function. To load the needle, insert the sharp end of the needle into the rear of the instrument (near handle) with the flag up. Engage the needle by aligning the notch in the needle to the nub on the passer. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-solubel lubricant in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.